Event description:
It was reported that an ilet controller intermittently powered off due to abnormal battery depletion, and review of logs showed the battery discharging faster than expected without impact to blood glucose. Customer care provided support that included review of device logs and technical assessment of the power system and battery performance. Investigation of this case revealed accelerated battery drain and unexpected device shutdowns without associated alarms or alerts. No adverse clinical effects and no changes in blood glucose reported. Outcomes included no need for medical intervention and no interruption to therapy beyond device power cycling. It was concluded that the event was attributable to a device battery/power issue, and a replacement ilet was provided.